Event description:
It was reported that the procedure was to treat a narrow lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience prime stent delivery system (sds) was advanced to the lesion. The stent was implanted; however, it was noted that a distal edge dissection occurred. The dissection was treated with a 2.75 x 12 mm xience prime stent, with a good result. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cross it 100, balance middleweight. Inflation: medtronic. Guide cath: jr 3.5. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.